Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2018-09804. During a follow-up, there were episodes of noise that resulted in oversensing on the right atrial and right ventricular leads. No intervention was performed and the patient was stable and will continue to be monitored via follow-ups.